Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6). This is the same event as 3010536692-2015-01927, -01928.

Event description:
Allegedly the patient was revised due to pain.

Manufacturer narrative:
This component was not revised.